Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6: device history lot part# 04.503.104.01c lot # 9009p53 manufacturing site: depuy synthes products, supplier ; (B)(4) . Release to warehouse date: 20 dec 2023 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
Screw breakage. It was reported that during the surgery, when insert the screw, the screw was broken, all the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is for 1 of 1 for complaint (B)(4).